Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d3, d4, d5, h6, h10, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 21-apr-2022 to 20- apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device data error due to database recovered the pending issue. A technical support specialist uninstalled the knowledge base, proceeded to install a new database and did full synchronization to resolve. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that a bd pyxis medstation es system had an unexpected data error. User was unable to open database ds client oltp requested by the login, preventing user log in to the station. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly showing an error message, preventing user to open the database. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that device data error due to database recovery pending issue. A technical support specialist uninstalled the knowledge base, proceeded to install new data base and did full synchronization to resolve. The system was functional as intended.